Event description:
The customer reported that during procedures the system intermittently shut down and displayed fluoro functions board and generator synchronization error messages and the image intensifier camera synchronization signal was losing connection. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections were reseated and the interconnect cable between the camera and the cart was replaced. The system was tested and found to be working as intended and put back into service.